Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker right atrial (ra) and right ventricular (rv) lead experienced a syncopal episode and fell. The patient was admitted to the hospital. It was noted that the patient had a history of intermittent atrial fibrillation (af). While in the hospital, oversensing and pacing inhibition was observed on the ra and rv leads. Programming changes were made to sensitivity, however, continued oversensing and pacing inhibition was observed. All lead measurements were noted to be stable and acceptable and no noise was able to be recreated with pocket manipulations. A chest x-ray was performed and noted no anomalies. An invasive procedure was performed. Insulation damage was noted on both the ra and rv leads upon opening the pocket. The device and ra lead were explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.